Event description:
The caller reported an issue where the pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer used a tandem charging cable and attempted to charge the pump using different wall outlets and a different wall adapter, but these steps did not resolve the issue. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup insulin therapy to ensure continuous insulin delivery.